Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus. Block h11: investigation results the returned cre fixed wire dilatation balloon was analyzed, and a visual inspection found no physical damage with the device. Functional evaluation found that the balloon was inflated without problem and was able to hold pressure. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of balloon leak was not confirmed. The returned balloon has no physical damage. The balloon was able to be inflated and hold pressure. Based on all gathered information, the most probable root cause is device problem excluded. A labeling review was performed and, from the information available, this device was not used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, it was reported that a balloon leakage was noticed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that balloon was pre inflated prior to use in the patient. Additional information received november 4, 2025. It was reported that the catheter kinked.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, it was reported that a balloon leakage was noticed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that balloon was pre inflated prior to use in the patient. ***additional information*** based on the gfe response on 04nov2025 that the catheter kinked, supplement report for correction was created.

Manufacturer narrative:
Block h11 (correction): block b5, block h2, block h6 have been corrected. Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Manufacturer narrative:
Block h6: imdrf device code a0504 captures the reportable event of balloon leak in the esophagus.

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilatation procedure performed on (B)(6) 2025. During the procedure, it was reported that a balloon leakage was noticed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. Note: the instructions for use (IFU) indicate that this balloon should not be pre-inflated prior to use in the procedure. However, the customer reported that balloon was pre-inflated prior to use in the patient.